Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed unexpected restart and button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. The customer added that the buttons were scrolling. The customer stated that getting the insulin pump wet was the significant event leading to the keypad issues. The customer was unable to get passed time/date set up and could not verify if the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. We were unable to verify unexpected restart alarm or perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had a cracked case at display window corner, reservoir tube lip and minor scratched display window.